Event description:
Reporter indicated that vns depression study pt developed an infection of mild severity at the neck incision site. The infection was treated with antibiotics and was reportedly resolved 11 days later.